Event description:
Q: why isn't the svc(static var compensator) working on this sjm(st. Jude medical) 7120 lead? We are in a case doing a competitive change out. D: caller did not provide- asked unknown r: referred caller to sjm/abbott technical services for serial number specific calls about this patients lead integrity. Suggested caller check connection and make sure the svc is in svc dedicated port, rv hv is in rv hv dedicated port and p/s portion in p/s portion of the header and check device again for impedance values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).